Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with halo and night glare concerns in both eyes. Patient reported the symptoms during an enhancement evaluation visit. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye, and halo and night glare in both eyes (right less than left eye). Symptoms are interfering with some night /low light situations, but not all. It was reported that patient qualifies for left eye enhancement per treating surgeon and patient will consider it. Alphagan drops prescribed in both eyes to assist with night glare. Bcva from (B)(6) 2016 - not available: bcva from (B)(6) 2017: right eye post-op 20/20 -.50 x -.25 x 175, left eye post-op 20/20 -.50 x -.50 x 176.